Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and during evaluation of the device to determine root cause, the technician observed damage consistent with mis-handling. Root cause could not be firmly established due to the observed damage. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up . Complainant indicated that there was no patient involvement in the reported malfunction.